Manufacturer narrative:
Analysis of the pump revealed no significant anomaly. The pump passed all non-destructive lab testing. There was a single motor stall and recovery seen in the logs. After doing destructive analysis the technician found nothing significant that may have caused the motor stall. There are many factors that can cause a motor to stall, for instance emi and/or external magnets. (B)(4).

Event description:
Additional information received reported that a catheter access port (cap) contrast study had been performed on (B)(6) 2014 with "normal results for this subject".

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) via a clinical study indicated the motor stall occurred and recovered and was related to an MRI.

Event description:
It was reported that the patient¿s pump motor stalled and her pump was urgently replaced on the date of this report. It was later reported that the patient¿s old pump was taken out and replaced because the pump ¿failed to keep working¿. The reporter ¿knows¿ a device manufacturer ¿tech¿ took it to see what happened to it but ¿that is irrelevant now¿. It was also noted the patient had been in the hospital and got home on (B)(6) 2014. The device system was used to deliver clonidine, bupivacaine, baclofen and morphine. It was further reported the patient experienced opiate withdrawal. The severity of the event was listed as severe meaning ¿produces significant impairment of function or incapacitation and is a definite hazard to the subject¿s health¿. The patient had reported symptoms of increased agitation, restlessness and uncontrolled pain. An MRI was performed on (B)(6) 2014. As previously reported, other actions taken included in-patient hospitalization. Diagnostics also included device interrogation with results of ¿normal for this subject¿, on (B)(6) 2014. The event outcome was listed as resolved without sequelae as of (B)(6) 2014.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
Additional information received reported that the event resulted in a serious deterioration in the health of the patient and prolonged hospitalization.

Manufacturer narrative:
(B)(4).